Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during a thoracotomy right middle lobe wedge lobectomy, on the second firing of the stapler, the staples were jagged and irregular in placement and the stapler didn't cut between the staples. It was not reported how the procedure was completed. There were no patient consequences reported.